Event description:
It was reported that during treatment of an acute mi patient, the xience v crossed the lesion located in the right coronary artery (rca) described as heavily calcified, however, it was decided to pull back the device to reposition and the device became hung up on a non-abbott guiding catheter and subsequently the stent dislodged. The stent embolized from the rca to the external iliac artery in the leg. The procedure was delayed for 45 minutes in an attempt to retrieve the dislodged stent, however, all attempts were unsuccessful. The procedure was completed with the placement of another stent in the rca. The patient did not experience any adverse events during the attempts to retrieve the dislodged stent. The patient was fine post procedure. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. It was reported the patient anatomy was heavily calcified, which likely contributed to the reported difficulties as there was no damage noted to the stent or stent delivery system (sds) during the inspection prior to use. It is likely that as the sds was retracted due to repositioning in the lesion, the stent struts interacted with the anatomy and/or tip of the guiding catheter. Further interaction with the guiding catheter would have contributed to the stent ultimately dislodging from the balloon. It was reported the procedure was to treat a patient with an acute myocardial infarction. It should be noted the xience v instructions for use (IFU) states: the safety and effectiveness of the xience v stent have not been established for subject populations with a recent acute myocardial infarction (ami) or evidence of thrombus in the target vessel. In this case, it is unlikely that the use of the xience v in an ami patient contributed to the reported difficulties; therefore no in service will be requested. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to remove from the guiding catheter or stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. During manufacturing, all sds are 100% checked for stent damage and crimped stent profile. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.